Event description:
At the beginning of a plasma pheresis procedure, the donor became pale and complained of chest pressure, a funny feeling in their head, trouble breathing, and tightness in their throat. The reservoir of concentrated cells in the disposable tubing kit was re-infused and normal saline infusion was completed without improvement of their symptoms. Their feet were elevated and 2 tums were given but there was still no relief of their symptoms. The donor's blood pressure had increased with their symptoms. Their lungs were clear. The center medical supv provided the donor with oxygen at 2 lpm via nasal cannula. On the advice of the medical supv the donor was transported to a local hosp ER for further evaluation. The donor was alert and oriented when transported. The donor was admitted to the hosp and released the following day with the diagnosis of chest pain and hypothyroidism. Myocardial infarction was ruled out as the cause of the chest pain. The initial report stated the chest pain was possibly musculoskeletal or stress related.